Manufacturer narrative:
Siemens is investigating the event.

Event description:
Discordant, falsely depressed human chorionic gonadotropin results were obtained on a patient sample on an advia centaur xp instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample, on the same advia centaur xp instrument, on dilution (1/100), resulting lower. The customer repeated the same sample on an alternate advia centaur instrument, on dilution (1/100), resulting higher. The customer repeated the same sample on the original advia centaur xp instrument, on dilution (1/100), resulting lower. The customer reported out the alternate instrument's result out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed human chorionic gonadotropin results.